Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit overfeeding". The unit was triaged and the reported issue could not be confirmed at this time; rotor cycle timing and accuracy were checked. Average rotor cycle time measured 8.5 seconds using stopwatch. Unit fed 64.7 ml of water by weight in 30 minutes using scale. Both readings are within specification. Recertification testing was performed and unit passed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the enteral feeding pump is over delivering during testing. No patient involvement. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.